Event description:
It was reported that a spectrum pump alarmed false close door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false close door alarm was not reproduced. A review of the event history log revealed 'door jammed' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation, the door did not fully latch. The cause was identified to be the out of adjustment hooks, link screws and link switch which all require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.